Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the irrigation had gone bad. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the irrigation had gone bad. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.